Event description:
It was reported by an attorney that due to stage ii anterior wall prolapse, stage I central vault prolapse and obstructive voiding, the patient underwent abdominal sacral colpopexy with mesh , extensive lysis of adhesions, ureterolysis, cystoscopy and removal of 5 mesh sutures on (B)(6) 2002. No additional information was provided at this time. It was also reported that the patient underwent cystoscopy and periurethral collagen implants on (B)(6) 2003.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.